Event description:
The customer reported that the 840 ventilator was inoperative while in use on a pt. There was no pt harmed or injuries as a result of the event. The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The device passed all testing.

Manufacturer narrative:
(B)(4).